Event description:
It was reported that during a gastrectomy procedure, the staples would not release from the beginning of the use. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 03/12/2009. Info anticipated, but unavailable at this time.